Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring (blue cap) of a minicap transfer set was disconnected from the catheter connector. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A loose blue pull cap was observed in an un-opened pouch. The reported problem was verified during visual inspection. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.